Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures

Event description:
During ffr measurement with a pressurewire aeris, the rca was dissected. The physician stated the dissection was caused by the pressurewire aeris and that the patient's age contributed to the event. It is unknown how the dissection was resolved. The patient was stable following the procedure.